Manufacturer narrative:
The device was received from the field in backup mode which occurred four days after the patient passed away. Results from electrical and mechanical analysis performed, after restoring the device to nominal conditions, indicated normal functionality with battery voltage at elective replacement indicator (eri) level. Further evaluation of output parameters found pacing parameters within normal range. Longevity assessment was performed, based on field settings, and the device exceeded projected longevity indicating normal battery depletion.

Event description:
Related manufacturer reference number: 2017865-2023-17493, 017865-2023-17494. It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was system related. The cause of death was unknown. No additional information was reported.